Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event was consistent with a sample quality issue.

Manufacturer narrative:
The gluc3, che2-t, ureal reagents' lot numbers and expiration dates were not provided. Qc within the assigned ranges on the day of the event. The field service engineer visited the customer's site and performed maintenance. Precision studies were performed and they were within specifications. No further issues were reported after the service visit. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with glucose hk gen.3 (gluc3) assay, cholinesterase gen. 2 (che2-t) assay and urea/bun (ureal) assay and 1 patient sample tested with urea/bun (ureal) assay on a cobas pure c303 analytical unit when compared to cobas pro analyzer. Sample 1: gluc3: initial result: 21 mg/dl. Repeat result: 105 mg/dl. Che2-t: initial result: 2000 u/l. Repeat result: 6138 u/l. Ureal: initial result: 5 mg/dl. Repeat result: 19 mg/dl. Sample 2 was tested on (B)(6) 2024: ureal: initial result: 5 mg/dl. Repeat result: 34 mg/dl (tested on cobas pro). The customer questioned the results as they did not match the patients' medical records and repeated the samples. The repeat results were deemed to be correct. No questionable results were reported outside the laboratory.